Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high elecsys troponin I stat immunoassay results for one patient from cobas 8000 e 602 modules compared to the results from the abbott istat system. The results generated from the cobas 8000 e 602 modules did not fit the clinical picture of the patient. On (B)(6) 2018, the patient had been tested in the ER at another site using a cobas 8000 e 602 module and the results were 2.02 ng/ml and 2.03 ng/ml. The patient was then transferred to this site and was admitted due to other medical issues. The patient was tested repeatedly on the cobas 8000 e 602 module, serial number (B)(4), during their hospital stay from (B)(6). The results were 2.29 ng/ml, 2.53 ng/ml, 3.46 ng/ml, 4.07 ng/ml, 3.85 ng/ml and 4.00 ng/ml. Each result was from a different draw from the patient. All troponin I results from the abbott istat during this same time frame were <0.02 ng/ml. All of the results were reported outside of the laboratory. The pathologist questioned the difference in the results as the patient did not demonstrate any signs of an acute mi during the hospital stay. The cardiologist evaluated the patient and suggested heart catheterization. There was no adverse event. The customer declined a service visit as they were not having any qc or calibrations issues.

Manufacturer narrative:
The customer provided six samples for investigations which were measured as a negative tnt result. The standard degree of human anti-mouse antibody interference elimination as guaranteed by the assay design and is covered under the disclaimer stated in the method sheet.

Manufacturer narrative:
The information on the previous supplemental was incomplete. Samples from the patient were sent to the manufacturer for investigation. The investigation confirmed the positive tni results obtained by the customer. Serum fractionation was performed and found an interference caused by an igm molecule, most likely a human anti-mouse antibody (hama). Product labeling covers this type of interference.